Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead an increase in pace impedance measurements and noise was noted on the electrocardiogram. The pacing system analyzer (psa) was also used to rule out a malfunction of the psa cables, but then the rv lead was extracted and tested on the operating table. The helix of the lead did not retract thus a new lead was used. The lead will be returned. No adverse patient effects were reported.

Event description:
Additional information noted that this lead was kept in the hospital and the return date was not known at this time.